Event description:
Outbound, patient reports leaking from filter on extension tubing lot number 57x485, no further details provided. Dose or amount: remodulin. Is the product compounded: no. Is the product over-the-counter: no.